Manufacturer narrative:
Six batteries were received by the manufacturing site. However, the items could not be found or recovered to conduct an investigation. A device history record review is not applicable in this case because the defective component (battery pack) was manufactured by a third party. The battery packs manufacturing records were retained by the supplier at their manufacturing site and were not readily available for review. The root cause could not be established.

Event description:
(3/6, reference (B)(4) for all attachments and related complaints). During preventative maintenance, identified 6 pumps at the (B)(4) campus that have been left unused for an extended period of time: pumps were plugged in but the battery stopped charging and/or had battery communication timeout errors. Batteries show n/a on the battery diagnostics screen. Unable to view charge cycles, current, capacity, etc. Biomed did not look at other diagnostics menus- unsure if could see wifi setting, etc. Swapped battery with a known working battery. The problem followed the battery in the separate pump. The original pump was working properly with a new battery. Biomed did not open the case, only the battery compartment and they were all original 2016 batteries.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08474 is no longer considered reportable, please disregard any MDR reports associated with it.